Event description:
The reporter stated the surgeon implanted an aq5010v silicone three piece lens as a piggyback lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to chronic iritis. The manufacturer's labeling does not address the piggybacking of lenses.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this complaint indicates that the patient experienced iritis occurring within a 1-2 month period. Iritis is an inflammation within the anterior chamber of the eye that occurs following any form of intraocular surgery. A patient with a history of diabetes, or any systemic inflammatory condition has a higher incidence of iritis post-intraocular surgery compared to patients without any inflammatory systemic conditions. This event is usually transient, and requires medical intervention to preclude a serious injury. The iol was implanted as a piggy-back lens which caused intermittent increase in iop and anterior chamber inflammation associated with transillumination defects. The iol is not intended to be used as a piggy-back lens and may cause transillumination defects if used in this fashion. Since a piggy-backed iol is situated more anteriorly, the posterior pigment of the iris may rub against the iol during pupil dilation and constriction. The pigments that disperse during this phenomenon may block the trabecular meshwork and cause temporary glaucoma or temporary anterior chamber inflammation (iritis). The iol was used off-label which caused this condition. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn into two pieces. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).